Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair as heavy calcification was observed on the access routes and the common iliac arteries. Proximal type I endoleak and right iliac arterial dissection were recognized by the visualization after the whole procedure was completed. A body-extension and another manufacturer's 10mm x 6cm stent was additionally used on the proximal neck and the right iliac artery, respectively. Finally, no leak was observed and the dissection was treated. Pt outcome is unk, as not provided by reporter.

Manufacturer narrative:
(B)(4): prolonged procedure not specifically addressed per the provided IFU. Aortic dissection addressed per the provided IFU. Event is currently under investigation.